Event description:
It was reported that the lead exhibited high ventricular pacing thresholds, and the patient was experiencing intermittent diaphragmatic stimulation. The patient was brought back to the lab for lead repositioning, after three attempts the measurements were the same. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.